Event description:
It was reported that when starting up the console, the screen displayed a goodbye message. Troubleshooting was attempted by rebooting the console; however, the message persisted. It was indicated that there was no patient involvement at the time of the event; however, the procedure was not completed due to this event. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that when starting up the console, the screen displayed a goodbye message. Troubleshooting was attempted by rebooting the console; however, the message persisted. It was indicated that there was no patient involvement at the time of the event; however, the procedure was not completed due to this event. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed that after powering up the console the "goodbye" message appeared and then the console powered off. The fse troubleshooted the system and noticed that all the fuses in the laser power supply and power distribution board were intact. After the resonator was checked, it was seen that the mode box was stuck in boot state. The fse updated the software to the resonator and that resolved the message. The fse then preemptively cleaned the fiber port and calibrated the console. The console passed all functional and electrical safety testing performed. The review completed on the DHR for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, the cause that contributed to the reported courtesy error message event was most likely due to a software issue.